Event description:
It was also reported that the lead was surgically revised.

Event description:
It was reported that patient had shocking or jolting sensation. Spinal cord stimulation (scs) system was explanted because it was "shocking" patient anytime she was around an appliance with power surge (lights would come on or around power lines). Any time doctor change settings, patient got shocked and "would jump out of her chair". Shocking was mainly only with last scs system that patient had. Patient got some pain relief, but no enough to tolerate the shocking. Currently patient had a pump and did not have any of these issues.

Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), implanted: 2001 (B)(6), explanted: 2008 (B)(6), product type extension, product ID 3998, lot# v014190, implanted: 2007 (B)(6), explanted: 2008 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37742, serial# (B)(4), product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2008 (B)(6), product type extension. (B)(4).